Manufacturer narrative:
Reported event of side car - rx pushback. Visual analysis of the device found the side car-rx to be torn and pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx was torn. Additionally, the side car-rx presented pushback out of specification. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Per the event description, it appears that the device was without issue until the attempt to remove the second stone. Therefore, the most probable root cause is ¿operational context.¿ the device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, upon reinserting the trapezoid¿ basket into the common bile duct, the side car-rx (guidewire port) was torn. As a result, the device failed to insert via the guidewire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.